Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biliary drainage procedure performed on (B)(6), 2016. According to the complainant, this device was used in mapping biopsy for the development diagnosis of bile duct cancer suspicion. During the procedure, this device worked properly during the first observation. However, during the second observation, something cylindrical in shape appeared on the monitor. Reportedly, no part of the device detached inside the patient. In addition, only rj4 biopsy forceps and guidewire were passed in the working channel of the spyscope ds and there was no issue with the rj4 biopsy forceps. There procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, this device was used in mapping biopsy for the development diagnosis of bile duct cancer suspicion. During the procedure, this device worked properly during the first observation. However, during the second observation, something cylindrical in shape appeared on the monitor. Reportedly, no part of the device detached inside the patient. In addition, only rj4 biopsy forceps and guidewire were passed in the working channel of the spyscope ds and there was no issue with the rj4 biopsy forceps. There procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.